Event description:
It was reported that during preparation of a 4.0x15 rx vision stent delivery system, it was noted that the stent was missing. The stent could not be located in the packaging or in the cath lab. Cath lab staff could not remember if the stent was on the catheter when removed from the packaging. There was no patient involvement. Another same device was used successfully in the procedure. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors that can contribute to stent dislodgement outside of the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Return of the vision sds may have aided in the investigation and determination of cause. A conclusive cause could not be determined for the reported stent dislodgement. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no indication of a product quality deficiency.